Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and device was not detected on bus. A field service engineer replaced pyxibus controller on main door 5. Unseated and reseated all row board connections drawer 5.1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was displaying a ¿device not detected on bus¿ message. The customer attempted to recover and reboot the failed drawer; however, it continued to indicate that maintenance was required. The station was shut down by unplugging the power cord from the back of the station and waiting for 2 to 5 minutes. The power plug was then reconnected, and the station was powered on, but upon checking and attempting drawer recovery again, the drawer continued to fail. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.